Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's daughter that the meter and pump are not communicating. The customer's blood glucose was 574mg/dl. Customer was treated with bolus. The customer's daughter re-tested blood glucose and was still high. They were advised to treat the customer for high blood glucose. She was advised to call back after the customer gets treated.